Manufacturer narrative:
The reported event of the stylet was not going inside the lead was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X- ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. The cause of the stylet insertion failure was isolated to the over torqued inner coil consistent to procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the stylet failed to advance through the right atrial (ra) lead. The physician elected to replace the ra lead during the procedure. The patient was stable throughout.